Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive report with the ID now covid-19 assay on (B)(6) 2022. The patient was initially tested with the ID now covid-19 assay which generated a positive result. Confirmation pcr testing (platform unknown) was performed on a nasal swab sample on (B)(6) 2022. The patient was reported to be mildly symptomatic and was quarantining. No further information regarding patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1060011 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1060011 and test base part number 190-430 / lot 1060011. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060011 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.